Manufacturer narrative:
The company service representative examined the system and replaced the laser core module. The system was then tested and met all product specifications. The laser core module was received and a visual assessment showed no obvious visual nonconformity. The laser was tested to verify for the beeping sound at each laser fire. The reported event was replicated and beeping sound was not confirmed at each laser fire. The nonconforming buzzer cable was found. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming buzzer cable. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser was not beeping when activating the foot pedal. This occurred on several occasions. There was no patient harm.